Manufacturer narrative:
Trackwise ID# (B)(4). Corrected device code from "packaging issue" [3007] to "contamination/ decontamination problem" [2895]. The device was returned to the factory for evaluation in a sealed package. No signs of clinical use or evidence of blood was observed. A visual inspection was conducted of the sealed package. One (1) speck of fuzz was observed in the outer margin of the sealed package. There were no rips or tears observed on the package. The ends of the sealed packaging was inspected, there were no gaps or openings observed in the seal. The device was observed to be in the plastic tray, no visual defects were observed. Based on the returned condition of the device, the reported failure "contamination/decontamination problem" was confirmed. This device was shipped out under sterile conditions. The lot sterilization inspection forms and the lot DHR was reviewed. No nonconformities occurred during the sterilization process. There were no non-conformities observed in the DHR. The lot conforms to all the requirements and specification.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat vacuum stabilizer system, they detected a foreign object before opening. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat vacuum stabilizer system, they detected a foreign object before opening. A replacement device was used to complete the procedure. The hospital did not report any patient effects.